Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with the followings: 1) status post work injury, (B)(6)2007. 2) bilateral lumbar radiculopathy with strong preponderance of back pain with right leg symptom worse than left leg symptom. 3) emg/ncv done, (B)(6)2007 compatible with bilateral l4, l5, s1 radiculopathy. 4) status post lumbar epidural steroid injection, (B)(6)2007, bilateral l5-s1, left l4-l5 transforaminal epidural injection, (B)(6)2007 with minimal response. 5) partial response to chiropractic treatment, physical therapy, activity limitation, the passage of time, pain medication, muscle relaxant, anti-inflammatory. 6) "mr" done (B)(6)2007 showing dessication atl4-l5, l5-s1, central stenosis at l4-l5, l5-s1, disc herniation at l4-l5 and l5-s1 and narrowing of the canal. 7) symptom incapacitating, unresponsive to conservative treatment. 8) status post independent medical evaluation concurring with the need for surgery, (B)(6)2007. 9) straightening of normal lumbar lordosis and underwent the following procedures: 1) bilateral l4, bilateral l5 laminectomy, medical facetectomy, lateral recess decompression, nerve root decompression, foraminectomy. 2) bilateral l4-l5, l5-s1 discectomy. 3) bilateral l4 to s1 posterior segmental internal fixation with rod and screw instrumen tation, 75 x 45 screws at l4, l5, s1 bilaterally. 4) bilateral l4 to s1 posterior lumbar interbody grafting with cages 15-mm high x 4 packed with bmp. 5) bilateral l4 to s1 posterolateral grafting with allograft, autograft, bmp, bome matrix. 6) insertion of interbody device. 7) morsellized allograft. 8) intraoperative ssep monitoring. 9) intraoperative cell saver. 10) restoration of normal lumbar lordosis in which rhbmp2/acs was used.